Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was not possible to interrogate the device. Technical support was contacted, and a magnet was used to successfully interrogate the programmer. The device settings were updated and the device was able to be interrogated normally following. The patient was in stable condition.